Event description:
It was reported that a pump declared an altitude alarm while the caller was on a commercial jet. There was no adverse impact to the customer's blood glucose level. The customer resumed insulin with the original cartridge after landing, and technical support provided tips for preventing altitude alarms in the future, which the caller understood and acknowledged.